Event description:
Patient was being paced with zoll monitor <ID number reacted>, multiple staff members were right outside of room with curtain open. Monitor shut off while pacing patient. There was no low battery alarm sounded at any time. New monitor was obtained from another pod and pacing continued on new monitor. From clinical engineering: I have completed my investigation on defib <ID number reacted> and found no issues with the battery or the pacing mode. I ran the defib unplugged with a full battery in paced mode for 3 hours it audibly alarmed low battery, and visually flashed it on the screen three times before shutting off. After my investigation I can say that the defib is working to manufacturer specifications, and will allow the defib to recharge fully in the clinical engineering shop before redeploying it back to the e.d. It was an older battery, but it ran unplugged for a time that¿s within the specifications of the device. That being said I am in the process of ordering replacements, just having an issue in the zoll webstore with shipping addresses, which I am getting resolved by zoll. So I will have replacement batteries here by end of week at latest next week. Until then as long as the defibs are plugged in and the batteries are fully charged you have about 3 hours of continuous use until it will alarm and shut off.